Event description:
Caller reported blood glucose results of 72mg/dl, 130 mg/dl, and 119 mg/dl within 10 minutes on the compact plus system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
Upon receipt of the device, the user reported the roller pump did not function as expected. The user indicated there was a burning smell, possibly from a short circuit. The device was returned for investigation. Since the event occurred upon receipt of the device, there was no pt involvement during this event.